Event description:
Arjohuntleigh has been informed that: the pt was being transferred from bed to hoist, carer raised head end of stretcher and while covering pt head end stretcher dropped without warning. Pt's head banged down on stretcher and jolted his neck badly. Paramedics were called, no injuries reported. Reference MFR report # 3007420694-2014-00021.